Manufacturer narrative:
(B)(4).

Event description:
It was reported the obsessive compulsive disorder (ocd) patient experienced their ¿ocd worsening¿ and the ¿appearance¿ of ocd. It was further reported the patient had experienced a ¿mild¿ and ¿severe¿ ocd episode and that the serious adverse event had required or extended the patient¿s hospitalization from (B)(6) 2012. The healthcare professional (hcp) involved with the event noted it occurred ¿several days¿ after the use of the medical device, though it was noted the serious adverse event was not possibly related to the patient¿s medical device. It was also noted that according to the hcp, the cause of the serious adverse event was mostly related to the causality of the stimulation. It should be noted however that parts of the previous statement were illegible at the time of report. The hcp also indicated there was a ¿possible¿ causal relationship between the serious adverse event and both the medical device and the stimulation implementation procedure. It was stated the causality of the serious adverse event was mostly ¿related to the biomedical research¿ and that the event was ¿expected.¿ the hcp reported the serious adverse event was ¿related to the implementation procedure of the medical device.¿ there were no other etiologies considered and no additional tests performed. It was ¿unknown¿ what had caused the event or whether any troubleshooting, actions, or surgical interventions were performed. It was noted the issue was stable at the time of report and the issue was resolved. A supplemental report will be filed if additional information is received.